Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-02088. The patient has two scs systems(thoracic and occipital). It was reported the patient experienced intermittent and overstimulation with her thoracic system (date unknown). As a result, surgical intervention was undertaken on (B)(6) 2017 during which time the entire thoracic system was explanted.